Event description:
A vague report was received that the infusion pump appeared to be operating but was not delivering any solution to a pt. No specific clinical info was received. No pt injury was reported.